Manufacturer narrative:
Product was not returned to the company by the consumer and no valid lot number was provided, therefore unable to complete product investigation.

Event description:
Breathing difficult [dyspnoea]. Asthma attack [asthma]. (Asthma) got worse [condition aggravated]. Case description: a consumer reported that they, a female age (B)(6) years, used always long plus pantyliners with actipearls, liner at a time for a few hours each and reported that the perfume from the liners caused an asthma attack and difficulty breathing. The consumer explained she noticed a strong smell in the bathroom but did not know the product was scented and could not find the info on the package regarding the stent until after her asthma attack. The asthma attack started when she opened the package of liners. The consumer reported she already had asthma, but the use of this product made her condition worse. The consumer used the instant treatment inhaler that she was already prescribed, but her condition did not improve. The consumer was hospitalized for 2 days and given stronger versions of the medications she normally takes. The treatment included: ventoline, oxis and alvesco. The case outcome was recovered. The consumer stated that it was not just the perfume in the liner that caused her to say overnight in the hospital "but it was a big part of it". Past medical history included: seasonal and food allergies and a bad case of asthma. Previous exposure history included: used the unscented version of the product before. No further info was provided.